Event description:
Hosp ER personnel responded to a vehicle accident victim. The pt was connected to the device for cardiac and blood pressure monitoring. According to the rptr, the device lost power and a backup device had to be called for and used. The pt was transferred to another hosp with no adverse affects from the reported incident.